Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: on investigation, moisture corrosion was confirmed to be present in the battery compartment. The battery compartment was intact and without damage. Leak testing did not show any moisture leakage into the pump. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The test battery cap fit securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.